Manufacturer narrative:
To date, additional information has been requested regarding the reason for the valve in valve procedure but has not been received. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that an edwards device malfunction caused or contributed to the event. The reason for the patient requiring a valve in valve is not available at this time. There is insufficient information to determine if the event is related to a device malfunction. Due to insufficient information provided, a root cause cannot be confirmed. It is possible that patient factors and co-morbidities may be contributing to the patient¿s planned valve in valve procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, two 26mm sapien 2 valves were used in the aortic position by direct aortic approach on the same day in the same patient. Additional information has been requested but, to date, no additional details have been received.